Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back repeating a continuation of the event previously reported in this case, that they have not had any improvement. The patient stated they were having trouble getting in contact with their hcp to schedule an appointment. Patient services reviewed notes of the appointment date of (B)(6) and the patient stated they didn¿t have an appointment scheduled. The patient requested the managing hcp on record¿s phone number and they also inquired about coordinating an appointment with a manufacturer representative (rep). Patient services reviewed the process to coordinate an appointment with the rep and provided the patient with the managing hcp¿s phone number as well as the national answering service (nas) number for the hcp to coordinate an appointment with a rep. The patient was redirected to their hcp to further address the issue. It was noted that a spanish interpreter services was used during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back requesting a spanish speaker. Caller stated that they did not have the device removed. Caller started saying that they still have some pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the reason for the call was that since implant, their system had not helped their bladder symptoms, and since an unknown date, they reported so much pain in their right leg. The patient reported they had turned stimulation off and noticed the pain went away. They said they went to the doctor one month ago, then said they checked "it was 1.2 couple days ago." It was reviewed if the pain was resolved when stimulation was turned off, that it was recommended they turn stimulation down or off until they could follow up with their doctor. The patient said they had been trying to reach their doctor's office, but could not get through. Physician listings were offered and supplied over the phone. The patient said they were considering device removal. They were redirected to their doctor. The patient's relevant medical history included that they do physical work. They may have said: sometimes when working they can't walk, (may have said work instead of walk), can move/cannot move, work, go down or up or use a ladder to go to the ceiling. The caller was difficult to understand. System activities recommendations were reviewed, and the patient was redirected to their doctor to further address the issue.

Event description:
Caller called back and indicated that they are having the device removed today because it has been causing back pain and sometimes they cannot walk and it does not work with their body. The caller asked about what to do with the external equipment. Reviewed that it can be donated. The caller was difficult to understand, notes are documented to the best of patient services ability to understand.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "5 months ago" the patient got the stimulator placed for their bladder for a urinary problem: they stated if they didn't get to the bathroom in time, they would have an accident and urinate on themselves. The patient reported that since their date of implant, the ins had not helped and that they were the same as they were prior to implant. The patient stated they were hoping they would have more control of urine with the device, but that had never happened. They stated they called their health care professional (hcp) to coordinate an appointment but their appointment was not scheduled until august 28th and they stated they needed assistance prior to this. Patient services reviewed implant date on record and the patient confirmed that it was correct and stated they had not noticed any improvement in symptoms since then. The patient also reported they were feeling electrical shocks and stated they don't know if they need to "hold it" or "dial it down". The patient stated they didn't know what changes to make to the therapy and patient services reviewed to decrease the stimulation until the patient no longer felt shocks or to turn off the stimulation completely. The patient stated they wanted to meet with their hcp in person for assistance with this and that they also wanted to meet with a manufacturer representative (rep) but noted they had not been able to. Patient services reviewed the process to coordinate an appointment with the rep and redirected to their hcp to coordinate the rep appointment and to discuss symptoms. Patient services also provided the national answering service (nas) phone number for the hcp if needed and also reviewed the role of patient services. It was noted that the patient had a spanish interpreter on the call and the interpreter's phone connection was poor. The patient services rep made their best attempt to gather all relevant information.